Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a r-wave amplitude measurement issue, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6)-2016, v sensing integrity counts up to 2427; vt-ns episodes with evidence of lead noise oversensing leading to inappropriate shock. On (B)(6)-2016, rv pacing impedance rose to 4047 ohms up from a trend in the 418-532 ohm range. Rv lead integrity warning occurred on (B)(6)-2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes.

Event description:
It was reported that the patient received inappropriate therapy and a lead integrity alert (lia) was triggered due to non-sustained ventricular tachycardia episodes and a high sensing integrity counter (sic) count. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.